Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen became frozen on the home screen. Reportedly, prior to troubleshooting with tandem technical support, the customer reported that the touchscreen began functioning as intended. Customer's blood glucose level was not impacted.